Manufacturer narrative:
(B)(6). Date of report: 12aug2019. Technical support (ts) advised the customer to replace the flow sensor assembly. The customer returned gds system was tested with no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt) the air flow accuracy was out of specifications. There was no patient involvement.